Event description:
Update on 4/23/2020 mmg: it was reported the patient presented to the emergency department (ed) following the delivery of shock therapy. While in the ed, the device was interrogated and confirmed the patient received anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr) before converting the patient back into normal sinus rhythm. Therapy was not exhausted. The patient was admitted to the hospital for monitoring and further evaluation. No device settings changes were made, and the physician will continue to monitor the patient at this time. The device remains in service. No additional adverse patient effects were reported.